Event description:
The pt called lfs and alleged the one touch basic original meter would not power on. The customer was not experiencing any symptoms at the time of the incident and did not seek any medical attention. The customer care rep performed troubleshooting and verified the power issue. The meter was replaced and return is expected.